Event description:
The pt complained an ongoing loss of flexion. On the x-rays, the surgeon could not identify a reason for the loss of flexion. Therefore, he performed a knee revision surgery. The evolis knee was found "perfectly" aligned and well balanced. No significant poly-wear could be observed. Just some minor "scratches" could be detected in the medial compartment.